Event description:
It was reported to philips that the system lost power, preventing imaging and geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. The field service engineer (fse) conducted an onsite visit and confirmed that system power supply for the b cabinet was missing. Review of the logfile shows geometry was unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a blown fuse, which was promptly replaced but during replacement a loud popping noise was observed, the table began to float, and system geometry became unavailable. To resolve the issue, the fse replaced the amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.